Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/10/2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient was at a baseball game and became incoherent to the point where bystanders became concerned. The emergency medical technician (emt) was called and transported the patient to the hospital. The patient was evaluated and the medical staff stated that the patient's blood glucose (bg) value had dropped extremely down into the 30's mg/dl. The patient was treated with intravenous (IV) therapy but does not recall of any other treatment or medication that was given to them. The patient was under observation for about 8 hours and then was released. At the time of contact, the patient was at home resting. There was no allegation of malfunction against the dexcom system. The patient stated that their device did alert them. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.